Manufacturer narrative:
Device evaluation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler functional display check failed. It was identified that the cause for the blank screen was due to a shorted and burnt transformer on the inverter board. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler went blank upon power up. It was reported that the keys lit up and beep when pressured, however, the screen does not come on. The patient was advised to reboot the cycler and to unplug and try a different outlet, however, the screen was still blank. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the pdrn confirmed that the patient completes treatment using manual exchanges when unable to complete treatment on the cycler. There were no adverse events, injuries, or medical intervention required as a result of the event. The reported event occurred prior to starting treatment on the cycler. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board was shorted and burned.